Event description:
A malfunction was reported on the pump by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." To address the elevated blood glucose level, the customer administered a correction injection using multiple daily injections. The customer reverted to an alternate method of insulin therapy.